Event description:
It was reported that the ventilator was not blowing the desired amount of air while connected to a pt. The ventilator delivered less than 100 tidal volume no matter what they set it at. No pt harm reported.